Event description:
A pump experienced an altitude alarm, prompting the customer to suspend insulin delivery as the blood glucose level remained stable. Efforts to resolve the issue included cleaning speaker holes, removing and reconnecting the cartridge, and attempting to resume insulin delivery with a new cartridge, but the alarm recurred. Technical support instructed the customer to wait for potential moisture evaporation and later arranged for pump and cartridge replacement as resolution attempts were unsuccessful. The customer planned to use an alternate insulin delivery method, mdi, until the replacement arrived and understood the process for returning the defective pump. There was no adverse impact to the customer's blood glucose level.